Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It is reported that that lead has "failed" and impedance was less than 200ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It is reported that that lead has "failed" and impedance was less than 200ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information was received indicating the lead had loss of capture and a fracture was seen on xray. Vein was occluded. The lead was extracted but not returned as it was damaged.